Event description:
Revision of a rimfit cup required because of what appeared to be a loose cup. Surgeon noticed metal debris.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No medical records or x-rays were made available for evaluation. The exact cause of the reported cup loosening could not be determined with the limited information provided. It is noted that metal debris and truionious was also reported however no details were provided. Further information such as x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause. The reported event regarding cup loosening involving an exeter rimfit cup was not confirmed.

Event description:
Revision of a rimfit cup required because of what appeared to be a loose cup. Surgeon noticed metal debris.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.